Manufacturer narrative:
A revision for lead migration was reported to abbott. During follow up, it was reported that the patient was also experiencing discomfort at the ipg site. The ipg site was revised, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31976. It was reported the patient was experiencing ineffective therapy due to lead migration and discomfort at their ipg site. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced and the ipg pocket site was repositioned to address the issues.